Event description:
Customer reported that the sensor gave lost sensor alerts and never worked. The most recent blood glucose reading was 184 mg/dl. Customer stated that when she removed the sensor from her body that it was bent. She also mentioned that she had problems with the serter device. She stated that she may have developed some scar tissue and that it was difficult for her to find spots on her body for the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.